Event description:
Details of the event were received on 3/20/97. When the labor and delivery respiratory therapist attempted an emergency intubation on a newborn infant, (sex unreported, weight 4 kilos), the light on the handle was dim. Another handle was selected and the intubation was successfully completed. There was no effect on the infant.